Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral angiogram results noted calcification was present at the access site. It should be noted that the electronic perclose proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in a mildly calcified right common femoral artery was attempted with proglide devices using the pre-close technique with a 8f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, when the plunger of the first device was removed, the suture was not present. A second device was used however, the suture was not captured and came out of the anatomy. The sheath was upsized to 16f for tavi and a cut down was performed to complete the procedure. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.